Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Results description: the reported issue was not present during investigation. 3x replicating customer scenario for infusion set-up of bd30ml syringe and 0.42ml/hr (dl: vaso 1p; dose rate 1miu/kg/min), placed pump on standby, brought pump out of standby and infusion start resulting in no device alarms.

Event description:
As reported by user facility: the IV pump running vaso alarmed error code 1002 I (nurse) believe, the pump had stopped infusing and would not allow the nurse to remove the syringe due to it being clamped on the syringe pump. Nurse had to quite literally slam the driver open so she could get the syringe out and so she could put the syringe on another pump. Patient's blood pressure subsequently dropped very low and required more interventions, including epi spritzers and increase in the vasopressin dose to 2mu/kg/min.